Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was having drain issues during treatment on (B)(6) 2017. The patient's contact reported the patient did not complete treatment that night as it was not working and was patient was taken to the clinic the next morning on (B)(6) 2017 for treatment but could not get out of the car. The patient was not able to breathe properly, had swollen legs, and could not walk. Paramedics were called and the patient was taken to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was sent to the emergency room on (B)(6) 2017 and admitted with chief complaints of edema and difficulty breathing. (B)(6) stated the patient suffered from several pre-existing co-morbidities including congestive heart failure, and stated the patient¿s symptoms were a result of exacerbation of congestive heart failure. Per pdrn the patient receive dialysis therapy while hospitalized and was discharged on (B)(6) 2017. Per pdrn as of (B)(6) 2017 the patient¿s signs and symptoms were resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
(B)(4). Conclusion: although, a temporal relationship between the ccpd therapy with the liberty cycler and the reported events of the patient being hospitalized due to shortness of breath and swollen legs exist a possible causality cannot be determined based on lack of information received. As the hospital course is unknown and the patient has a history of chf which has the same symptomatology as reason for hospitalization. The pd nurse reported that the patient has been able to continue ccpd therapy with the cycler without further issue since discharge from the hospital. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in complaint file was reviewed. It was reported by the peritoneal dialysis (pd) registered nurse (rn) that this female patient with end stage renal disease (esrd) utilizing continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 with chief complaints of shortness of breath and edema. During a call to the patient¿s husband it was learned the patient had encountered drain complications during ccpd treatment on (B)(6) 2017. The following day the patient went to the pd clinic but was unable to get out of the car. Paramedics were called and the patient was transported to the hospital for shortness of breath and swollen legs. A follow up call to the pd nurse on 06/26/2017 revealed that the patient did not complete ccpd treatment on (B)(6) 2017, but received renal replacement therapy (rrt) during hospitalization. The hospital course of events was unknown. The patient was discharged from the hospital on (B)(6) 2017 and as of (B)(6) 2017 the patient¿s signs and symptoms had resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
(B)(4). Conclusion: although, a temporal relationship between the ccpd therapy with the liberty cycler and the reported events of the patient being hospitalized due to shortness of breath and swollen legs exist a possible causality cannot be determined based on lack of information received. As the hospital course is unknown and the patient has a history of chf which has the same symptomatology as reason for hospitalization. The pd nurse reported that the patient has been able to continue ccpd therapy with the cycler without further issue since discharge from the hospital. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in complaint file was reviewed. It was reported by the peritoneal dialysis (pd) registered nurse (rn) that this female patient with end stage renal disease (esrd) utilizing continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 with chief complaints of shortness of breath and edema. During a call to the patient¿s husband it was learned the patient had encountered drain complications during ccpd treatment on (B)(6) 2017. The following day the patient went to the pd clinic but was unable to get out of the car. Paramedics were called and the patient was transported to the hospital for shortness of breath and swollen legs. A follow up call to the pd nurse on 06/26/2017 revealed that the patient did not complete ccpd treatment on (B)(6) 2017, but received renal replacement therapy (rrt) during hospitalization. The hospital course of events was unknown. The patient was discharged from the hospital on (B)(6) 2017 and as of (B)(6) 2017 the patient¿s signs and symptoms had resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.